Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) patient sample result was obtained on a dimension vista® 1500 intelligent lab system. The falsely elevated patient result was not reported to the physician. The same sample was auto reprocessed with 1:20 dilution twice on the original dimension vista® 1500 intelligent lab system and obtained a lower result with e161: plausibility check failed flag and a lower result with no flag. The lower result with no flag was reported to the physician as a correct result, and it matched with the results obtained on reprocessing the same sample on an alternate atellica analyzer and a non-siemens instrument. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total prostate specific antigen (tpsa) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated total prostate specific antigen (tpsa) patient result obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the issue. Additional 2 mdrs were filed for the same patient events occurring on 28-nov-2023 and 29-nov-2023 on the same dimension vista® 1500 intelligent lab system.

Manufacturer narrative:
Additional information (26-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data logs. Calibration and quality control recovered within the customer's expected ranges, and no issues were reported with samples from other patients, indicating that the total prostate specific antigen (tpsa) assay and the dimension vista 1500 system were performing acceptably. Hsc notes that they cannot rule out the sample integrity issues and/or sample specific interference issues. The issue was resolved by repeating the sample with dilution. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00278 was filed on 15-dec-2023.